Event description:
Patient reported "hardening of the left implant which causes pain."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, underweight, broken shell and others, crease flat, and missing a piece of shell (0-25%). A microscopic analysis was performed which identified, smooth broken on the posterior and anterior. Based on the device analysis the final assessment is: smooth broken on the posterior and anterior assessed as smooth opening. Missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". Device has been explanted.